Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.

Event description:
Info received indicates the pump underinfused during testing. Pump was tested at 200ml and only delivered 130ml. F/u test set at 200ml, delivered 140ml.